Manufacturer narrative:
The device remains functioning in the patient. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a second gore tag thoracic endoprosthesis (tg4020/ lot #04901158) was implanted.

Event description:
In 2007, a left subclavian artery transposition was performed to obtain adequate neck length for two gore tag thoracic endoprostheses. The following month, the gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the patient had a stroke and suffered from hemiparalysis of the right side. The patient underwent cerebrospinal fluid drainage and regained some movement of the right side.